Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-01259. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 26 mm sapien 3 case by tf approach in the aortic position. The patient had an aorto-bifemoral bypass, so the procedure was done with a vascular surgeons. When the delivery system was inserted into the sheath, resistance was noticed and the whole system was removed as it was not possible to advance the valve. After removal it was seen that the valve got stuck just after the exit of the loader. The valve was inflated and crimped again onto the same commander delivery system and it was decided to remove the 14f sheath and change to a 16f sheath and add some lubricant to facilitate the sheath insertion. This time the system could be advanced through the sheath. Valve alignment was done without problems in a straight section of the aorta and the valve was positioned in the annulus. During inflation, the valve moved proximal after the pusher was retracted which caused the uneven deployment. However, the valve movement was not noticed during procedure. The valve was pulled back and fixed in the thoracic aorta with a 23 mm balloon. Unfortunately the patient died on pod 5. As per medical opinion, this patient was very fragile and the procedure had been postponed twice before this third attempt as it was a difficult case.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. A video image was received and reviewed. Prior to valve deployment, the valve was not centered between the alignment markers after the flex tip was pulled back. During deployment, the balloon inflated distally, causing uneven valve expansion and the valve was displaced backwards. To be noted, it appears a perpendicular viewing angle was not selected to view the valve, making it difficult to discern the relative position of the valve from the alignment markers. No images of the valve position prior to retracting the flex tip were provided. A DHR review was performed and did not reveal any issues that could have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to ¿delivery system ¿ valve movement on balloon¿. A review of complaint history revealed that the occurrence rate did not exceed the march 2018 control limit for the trend category of ¿valve movement on balloon¿. No IFU/training deficiencies have been identified. Inspections during the manufacturing process support that it is unlikely a defect in manufacturing contributed to the complaint event. The complaint for ¿delivery system ¿ valve movement on balloon¿ was confirmed. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A review of complaint history suggests that the following procedural and patient factors may have contributed to the reported valve movement on balloon, prior to inflation: ·         a pra was previously initiated to investigate and document the valve movement on balloon issue and its associated risks. In the pra, buildup of tension within the delivery system during the procedure was identified as a possible cause of valve movement on balloon. The subsequent release in tension from flex tip retraction could then have contributed to the observed valve movement. Because the device was not returned, it could not be assessed for signs that high tension were present. However, increased alignment forces can result from: o   performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause increased alignment forces. Additionally, performing valve alignment at a bend angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, resulting in even higher alignment forces. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with and without valve diving. O   residual volume left in the balloon may also contribute to increased forces during valve alignment. This was recreated in a previously performed engineering study. ·         residual fluid left in balloon prior to valve alignment and deployment can cause the distal end of the balloon to expand, therefore displacing the valve proximally once the flex tip is retracted to the triple marker band (and no longer in contact with the valve). ·         incomplete valve alignment/fine adjustment of the valve on the balloon while in the straight section of the aorta would result in observing the valve being not properly aligned once changing views to visualize the native annulus. Non-perpendicular viewing angle while performing the valve alignment would be most likely contributing factor to this scenario. It should be noted that a non-perpendicular viewing angle was selected to view the valve. Per the IFU/training, it should be checked to ensure the valve is centered on the alignment markers prior to deployment. Deployment of the un-centered valve likely resulted in the uneven balloon inflation, subsequently causing the valve to be pushed backwards towards the flex tip. Additionally, it was stated that the valve was inflated, and re-crimped onto the same delivery system after already inserting/retrieving the system from the sheath. This could have potentially disrupted the profile of the balloon, if the balloon was inflated past the recommended 20-30% during preparation per the IFU/training, or left residual fluid in the balloon, either of which could have contributed to increased tension in the system during valve alignment. The devices are designed for single use only and should not be reused. A definite root cause is unable to be determined at this time, but based on given information, patient/procedural factors may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformance, labeling, or IFU/training deficiencies were identified, no corrective and preventative actions are required. However, per management discretion, a CAPA was previously initiated for ¿delivery system ¿ valve movement on balloon¿ to further investigate the issue and drive potential corrective/preventive action(s). Additionally, since no product nonconformance was confirmed and the occurrence rate did not exceed the complaint control limits, a pra is not required. However, per management discretion, a pra was previously initiated for ¿delivery system ¿ valve movement on balloon¿. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rates did not exceed control limits, no further escalation is required at this time.